Event description:
Pt had pacemaker. He experienced syncope. Intermittent failure of sense and capture were documented during his hospitalization. It was felt that this was due to an insulation failure of the ventricular lead. A new lead inserted. The existing pulse generator was re-implanted.